Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a spinal fusion in may and the health care professional (hcp) accidently "nicked" the leads. The patient's device was on, but she was not feeling stimulation. Lead replacement was mentioned. Additional information received the following day reported that the hcp stated, the leads were cut during surgery. No impedance tests were done and no x-rays were taken, but were to be done on the day of the revision. The leads and device were planned to be replaced, tentatively in (B)(6). A patient outcome was unavailable, as surgery had not taken place yet.

Event description:
Follow up reported the patient was scheduled for surgery on (B)(6) 2013, this was also confirmed by the manufacturer's device registration system. Further follow up reported one of the patient's leads were cut and removed by the surgeon at the time of a spinal fusion. The remaining lead was cut by the health care provider and removed of and disposed of. Two new leads were placed and hooked up to the extensions and the stimulator remained in place. The patient was getting good stimulation post operatively. It was noted the patient was doing 'well.'